Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02853/02854).

Event description:
During a total knee arthroplasty, the wrong size femoral component was in the package. No patient injury or delay occurred in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Visual and dimensional inspection of the returned packaging and products confirmed a 65mm femur was packaged as a 57.5mm. Review of manufacture records of both lots show that the mix up likely occurred at a supplier due to inadequate line clearance. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
(B)(4).